Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a remote transmission showed that the right atrial (ra) lead exhibited possible undersensing during atrial arrhythmia episodes. The ra lead remains in use. It was further reported the implantable pulse generator (ipg) was pacing above the upper limit. The ipg remains in use. No patient complications have been reported as a result of this event.